Manufacturer narrative:
The actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned photograph and video were reviewed, and it was noted that there was damage at the hansen port connection of the dialyzer. The returned video showed the leak at the hansen port connection of the dialyzer during the priming. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no:(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported an external fluid leak was observed originating from the lower pole of a revaclear 300 set during prime. There was no patient involvement. No additional information is available.